Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a subacromial decompression procedure, it was observed that after the vapr tripolar 90 suction elect device was activated, the active tip of the tripolar electrode remained permanently active. It was noted that the active tip could not be powered off or switched off. It was reported that there were no delays to the surgical procedure as a spare device was available to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: correction: d4, h4: expiration date, primary UDI number and device manufacture date corrected.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: update: d4, h4: expiration date, primary UDI number and device manufacture date added.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary- the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found it was returned in the original package. The tip showed signs of activation. The tubbing had foreign matter residue. The tip, handle, shaft and plug did not show any signs of damage. A functional test was performed by activation of the device, the device was connected to a test generator, also a test footswitch was used, the default values were displayed correctly, no alert messages were displayed. The ablation function was activated several times in its maximum power for one minute each test, and it worked as intended for two of the buttons, the other didn¿t activate the function. Under coagulation function, the electrode was displaying error code ¿output short¿ in its maximum power. The device displayed error code ¿output short¿ for both modes with footswitch. A visual inspection of the device was performed by the manufacturer; as a result, the device was received only in the bag, the active tip was in used condition, procedural residue was visible all along the shaft. The device passed the electrical and functional testing. During further investigation, the rubber boot was removed to inspect internals of the pcb board. There was no obvious saline ingress around the switches. Conformal coating is post CAPA rework, no significant bubbles were noted. The pcb was removed from the housing; there was some evidence of a residue on the connector tracks. The customer stated that ¿the active tip of tripolar electrode was permanent active¿, the device as presented passed all electrical and activation tests. The complaint cannot be substantiated via testing. Further investigation showed some evidence of residue internally which may have caused the issue the customer is reporting. The device is post CAPA and the contacts were reasonably well covered except for the most upper contact point. Note that the device also exhibited a suction blockage which cleared during the activation tests suggesting the blockage is tissue. The physical complaint device has been returned for investigation. The testing showed that the returned device passed all electrical and functional checks with no error codes being displayed, and no other issues detected. There were no issues noted with either hand switch or footswitch activation. There was also residue present on the pcb contacts. We cannot claim this as a root cause of the reported failure as the device passed all electrical and functional tests with no evidence of any issues with unexpected activation. The overall complaint was not confirmed as the observed condition of vapr tripolar 90 suction elect would not have contributed to the complained issue. Device history review : a manufacturing record evaluation was performed for the finished device u2504009, and no non-conformances were identified. Based on the investigation findings, the potential cause for the observed condition could not be established. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.